Event description:
It was reported that noise leading to oversensing and loss of pacing were observed on the right ventricular (rv) lead. Lead damage was suspected. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.